Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was failed off bus. A field service engineer assisted the customer remotely and the unit was successfully rebooted, and the customer recovered from the drawer failure. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 4.1 and 4.2 were not detected on the bus. The customer stated that they rebooted the machine but still unable to recover the storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.